Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: the charge coupled device (ccd) lens was dirty (foggy image) and the scope connector is dirty due to water leakage. Based on the results of the investigation, the root cause could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited the charge coupled device (ccd) lens was dirty (foggy image) and the scope connector is dirty due to water leakage. There were no reports of patient involvement